Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 45 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with IV (intravenous) fluids and insulin. The patient was released three days later. The pod was wearing the pod when seeking medical attention but was removed at the hospital.